Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Five days after the patient¿s system upgrade, it was reported that the patient remains admitted in the hospital as they are having recurring issues with t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the patient is symptomatic to rate drop during the twos. The rv lead sensing has been reprogrammed several times due to twos continuing to occur. Additional, reprogramming options were discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.